Event description:
Viscoat lot #08e19h injected into the left eye at the time of cataract surgery. White & black particles noted in viscoat material. Particles and substance immediately aspirated out of the eye. Remaining viscoat sent for culture and microscopy. Alcon representatives notified. In 2008, public health dept issued report indicating aspergillus species growing in solution. Dose or amount: viscoat. Frequency: 1. Route: intraocular. Dates of use: 2008. Diagnosis or reason for use: cataract surgery. Event abated after use stopped or dose reduced: yes.